Manufacturer narrative:
(B)(4). The manufacturing records couldn't be reviewed as the batch number is unknown. Summary: an empty opened folder and a used needle/suture piece of product code pdp1935t were received for evaluation. During the visual inspection of the needle, the closure of the channel needle was noted to be as expected. The product is looped, and two sutures pieces were still attached to channel. No needle pull of was noted, however the suture was cut during the use. The needle was observed with body fluids and marks that appears to be by de the use of a surgical instrument. The condition of the sample received indicate an improper handling of the device. To avoid this kind of damage: grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. Additional information was requested, and the following was obtained: was the needle removed from the patient during the same procedure?- yes what tissue/location was suturing when pull off occurred? Fascia layer were there any unexpected outcomes or complications as a result of this suture needle pull off event? No lot number? Unknown. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient underwent a c-section several weeks ago in 2020 and the suture used. It was reported that a needle-detachment occurred during a fascia closure. The patient is well and there was no significant delay in the surgery. There were no patient consequences reported.